Manufacturer narrative:
Evaluation of the returned pod packing coils (packing coil) confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact and the pull wire was not retracted. Retracting the packing coil against resistance may cause the pusher assembly to elongate allowing the embolization coil to detach. Evaluation also revealed the embolization coil had offset coil winds. If the packing coil is manipulated against resistance , damage such as offset coil winds may occur. Additional resistance may be encountered due to the offset coil winds. Based on the reported event, the root cause of the initial resistance during procedure could not be determined. Further evaluation revealed a kink on the pusher assembly. This type of damage typically occurs if the packing coil is advanced against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (packing coil) and a non-penumbra microcatheter. During the procedure, the physician placed four packing coils into the target vessel using the microcatheter. While advancing another packing coil, the coil protruded approximately 10 cm from the tip of the microcatheter; therefore, the packing coil was retracted slightly for re-positioning, but the coil could not be pulled back. It was determined that the packing coil had detached. The physician then used a snare device and removed the detached packing coil. As the angiogram confirmed no blood leakage, the procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.